Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. The reported complaint of an over infusion of the drug insulin was confirmed and duplicated. The device was found to have a broken upper hinge post on the platen assembly. Testing of the device with a broken upper hinge post resulted in the device not properly regulating the flow and over infusing. The device was re-evaluated with a known good platen assembly and the device properly regulated the flow and infused within specification. The cause for the reported event of an over infusion was the result of device having a damaged platen assembly (broken upper hinge post). The cause for the broken upper hinge post was not determined. Review of the device history record did not identify any non-conformances associated to the reported pump module. Results of the device investigation were reviewed with the reporter, and it was discussed how damage to the upper platen hinge post can result in unregulated flow and over infusion.

Event description:
Customer reported an over infusion of insulin. The patient had undergone a post op open heart surgery, and was insulin resistant. The alaris pump module was programmed at rate 2.6ml/hr; 100 units of insulin in 100ml. The bag was set as a primary and it was noticed to be empty between 3 - 5 minutes after the bag was hung at 12:18. The patient's vital signs were stable throughout recovery. On the same day, at approximately 13:13 hours, the patient lowest blood glucose was 92. The patient was discharged as planned to home. No intervention was required for the reported over infusion event. Although requested, no additional information was available.